Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The liner, spacer, and glenosphere were received for evaluation. The dimensions taken were within specification. It was found that the glenosphere showed scratches on the color buff, the liner exhibits major gouges, and the spacer exhibits scratches. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history reviews were conducted for the devices and found no additional complaints for the same lots. Surgical notes were not provided and it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00917-1 and 00919-1.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1822565-2017-00917 / 00919).

Event description:
It is reported that the patient underwent shoulder arthroplasty revision approximately seventeen months post-operatively due to dislocation and disassociation of the polyethylene liner from the humeral spacer. The liner, spacer, and glenosphere were removed and replaced.